Event description:
It is reported that in 2000, the pt had a hip replacement. In 2003, the pt had a revision. It is reported about 30 percent of the acetabular component was uncovered laterally and there was polyethylene wear over the edges of the cup.